Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a second device, 29mm bioprosthetic valve, was implanted into a 27mm bioprosthetic valve in the mitral position using a valve-in-valve procedure. The reason for reoperation was severe stenosis, thickened leaflets with reduced mobility and regurgitation of the bioprosthetic valve. The implant duration of the original device at the time of the procedure was approximately seven (7) years and five (5) months. During the procedure, a repair of the left ventricle apical tear under extracorporeal membrane oxygenation support was also performed. A postoperative transesophageal echocardiogram showed a well-functioning mitral bioprosthesis. Patient was returned to the intensive care unit in a critical condition, and hemodynamically stable condition. Patient was discharged on post-operative day #5.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for analysis as it remains implanted in the patient. Without the return of the device, edwards is unable to confirm the clinical observation. A review of the design history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.